Manufacturer narrative:
26 pen needles affected by the event.

Event description:
Consumer reported found 26 needles from this box that clogged during flow check. Dc consumer reported while on this call some non patient end needles are bent. Dc lot # 3045498 , catalog# 320550, date of event unknown , sample status awaiting sample, (B)(6).

Manufacturer narrative:
Medwatch section c for affected product is attached. Correction: d3 (country type, country), h6 (component code, investigation findings, investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent/broken npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.